Event description:
Consumer rpeortes getting higher readings on bd logic monitor than other monitor (competitive). Analysis run on clark error grid using competitive readings (126, 67) vs. Bd readings (596, 300) yielded data point in the "c/e" range of the grid - outside acceptable range.